Event description:
It is reported that the instrument was used in 2009. Damage was noted post-operatively.

Manufacturer narrative:
As returned, the impact pad contains evidence of use as well as a chip on the impaction site. The devices have to function under high impact loads. Normal wear and tear during repeated use appears to be the cause for the reported condition. Device history records indicate device manufactured to specification.